Manufacturer narrative:
No unexpected off no power alerts/anomalies, battery out limit alerts, low battery alerts or blank display anomalies noted during testing. The insulin pump passed pump self test, off no power test, unexpected error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in spec. Intermittent failed battery test alarms during battery changes due to slightly corroded battery tube and battery tube spring noted. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump would prematurely run out of battery. Customer reported receiving a battery out limit alarm. The customer's blood glucose was unknown at the time of incident. The customer also reported receiving low battery alerts. It was also found the customer had a off no power alarm without a low battery alert prior. Customer stated this was the second occurrence of the off no power alarm without a low battery alert prior. Customer also had several bad battery alarms in the alarm history. Customer agreed to return the insulin pump for analysis.